Event description:
It was reported that a primary plum 150 ml burette set, clave additive port, 15 micron filter in sight chamber, 2 clave y-sites, secure lock, 290 cm generated a leak during patient use. It was stated that ¿leaking from the tubing of the infusion set with model 12564.¿ there was no patient harm reported.

Manufacturer narrative:
A picture was returned by the customer showing a burette set in a plastic bag. The complaint of leakage from the tubing could not be confirmed based on the returned picture. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.